Manufacturer narrative:
Correction data: upon further review the reported event was reassessed and updated as foreign material loose (1120) and the earlier event code product loose particles (1261) no longer applicable. The following section updated accordingly. Section h6: device code - foreign material - loose (1120). The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 28, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod fully retracted with viscoelastic residue observed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received coated in viscoelastic residue. White clumps were observed on the lens and lens edge. The lens was forwarded to laboratories for analysis. Per laboratories, the material was identified as an acrylic compound similar to poly(ethylacrylate). The ftir spectrum raw data output file was compared against the manufacturing process ftir library and did not yield any results with at least a 0.9000 correlation. The top hit was ¿68310-228constix swab sf1 - tip¿ with a 0.6445 correlation. The customer provided photo was evaluated and particles can be observed in the optic area. No further evaluation was performed. The complaint issue "foreign material - loose" was identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records review for this production order (sn (B)(6)) shows that the units were released within specification. No process deviations (dev), nonconformances, or corrective and preventive action (CAPA) were found as part of this manufacturing records review. Cartridge production order shows that the units were released within specification. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was not returned for evaluation; however, a photo was received. Device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated and particles can be observed in the optic area. Since no product was received, no further evaluation was performed. The complaint issue product loose particles was not identified during photo evaluation. The observed foreign material - loose is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of a preloaded monofocal intraocular lens, a foreign body was found on the lens's optic area and was immediately removed, then replaced with the same model lens. There was no report of unplanned vitrectomy. Additional information indicated that the surgeon stated the foreign body was located close to the lens within the capsule after implantation and believed it was made of the same material as the lens. No other information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.